Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7541122, 510k #k031655 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior correction fusion at t2-l4 for scoliosis. Post-op, loosening of three screws and a hook at the lower end of the fixed range were found. The patient's pedicle was very thin. In the revision surgery, one of the of the three loosened screws was replaced to 5.5×30 mm. The hooks were used as the substitutes for the rest of two. Rod was extended at the level at which the screw could not be inserted, and crow hook procedure was performed to maintain the fixing force.